Manufacturer narrative:
Investigation summary: customer returned (2) loose 1/2cc, 8mm syringes. Customer states that the needle came off from the hub remained in the needle shield and the barrel is bent. One syringe was returned with the hub-needle/shield assembly separated from the barrel. The barrel was examined and exhibited a damaged barrel tip. No bent or bowed barrel was observed on either of the returned samples. A review of the device history record was completed for batch# 8351971. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted for damaged tips. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (damaged barrel tip). -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (bowed barrel). As per investigation completed by manufacturing, "on 28oct2019, holdrege received a complaint, via pictures, from material 928857, batch 8351971. Visual inspection of the pictures found the needle assembly detached from the barrel. The tip of the barrel was damaged down one side. The print was shifted down on the barrel so the zero line was missing. Printer process summary: the barrel printer applies ink from a substrate to a molded barrel that has been treated with corona to get a good adhesion of the ink to the molded barrel. Assembly machine process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Quality notification (B)(4) was written for damaged tips and missing zero lines during the production of this batch. The issue of the damaged tips and missing zero lines was fixed by retiming the infeed dial at the printer. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
Material no. 928857 batch no. 8351971. It was reported that during use of the bd syringe 0.5ml 31ga 8mm the needle came off from the hub and remained in the needle shield. It was also reported that barrel was bent. The following information was provided by the initial reporter: consumer reported needle came off from the hub remained in the needle shield. Consumer reported bent barrel he uses the new syringes each time of his injection. He visually tests the syringe, needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 928857, batch no. 8351971. It was reported that during use of the bd syringe 0.5ml 31ga 8mm the needle came off from the hub and remained in the needle shield. It was also reported that barrel was bent. The following information was provided by the initial reporter: consumer reported needle came off from the hub remained in the needle shield. Consumer reported bent barrel he uses the new syringes each time of his injection. He visually tests the syringe, needle.